Event description:
New information received notes that the right ventricular (rv) lead was exhibiting recurrence high pacing impedance and high capture threshold during the in-clinic check. The rv lead was capped and replaced on (B)(6) 2023. There were no patient consequences.

Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed the right ventricular (rv) lead was exhibiting high pacing impedance and failure to capture due to high capture threshold. No intervention has been performed. The patient's condition was stable.